Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no pt involvement to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increased in trend.